Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sept-2019 with the following findings: a visual inspection of the pump revealed the keypad to be cut and torn on the up button with no other damage to the keypad. During testing, the up button was found to be over responsive. All other keypad buttons were found to respond appropriately. The up button contact was found to be damaged and bent. The keypad cover was opened and there was no evidence of contamination under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 16-jul-2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow buttons were over-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.